Event description:
It was reported by the patient that alert tones were sounding for 3 weeks. The patient also noted that they had not been seen by a physician for 4 years. Additional information was requested from the physician, however, the clinic confirmed that the patient has not been seen in many years. The right ventricular (rv) lead and the implantable cardioverter defibrillator (ICD)  remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.